Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it was confirmed that the touch panel remains black due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center exhibited an error e105 (lamp failure). The issue occurred during preparation for use for an unspecified procedure. The device was replaced. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.